Event description:
It was reported that during an open colectomy procedure, the device fired malformed staples. The pt received a ileostomy. The pt is in good condition. There was no further info available.